Event description:
In 2008, the pt's husband reported that the pt is experiencing elevated blood glucose of 500 mg/dl and she switched to injection therapy. The husband was not able to provide details of the event and he did not have the infusion device to troubleshoot. Upon follow up with the pt the next day, she stated that for the last 18 mos she has experienced chronic elevated blood glucose that ranges from 200-600 mg/dl and she believes her infusion device is not properly delivering insulin. She stated that the insulin cartridge does not seem to sit correctly in the infusion device and "the flange that is inside the cartridge does not seem to move because it does not go in the pump correctly". The pt did not receive any error messages on the infusion device and the time and basal rates are programmed correctly. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.